Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coils (podj¿s). During the procedure, the physician deployed and detached six ruby coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to deploy a podj in the aneurysm, the lantern kicked out the aneurysm; therefore, the physician decided to remove the podj in order to reposition the lantern. However, the podj unintentionally detached in the hub of the lantern during retraction and therefore, the physician pulled the detached ruby coil from the hub of the lantern. Upon repositioning the lantern, the physician attempted to advance a new podj in the aneurysm; however, resistance was encountered approximately half way into the aneurysm and the physician assumed that the aneurysm was getting packed at this point. Therefore, the podj was removed intact and the procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.